Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump turned off and received insert battery alarm even after changing 8 batteries. Customer¿s blood glucose was 210mg/dl. Customer stated that delivery stopped as insulin pump turned off and insulin pump had crack at back of the insulin pump. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected failed battery alarm, powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device was received with case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads. (B)(4).